Event description:
The manufacturer received information alleging a ventilator inoperative error code was discovered in the device's event log during evaluation. This issue has been identified under the fsn 2023-cc-src-039 due to interruptions and/or loss of therapy due to a ventilation inoperative alarm. There was no patient harm or injury reported with this notification. The device was not in patient use. During the evaluation of the device at a third-party service center, a ventilator inoperative error e-47 was confirmed in the event log indicating the central processing unit (cpu) cannot communicate with the pressure sensor using spi bus. The device's circuit board requires replacement to address the issue. Additional findings not related to the malfunction/issue: error code e-96 was also noted in the download error log indicating the device was unable to write to the event log. This is a non-critical, log-only event requiring replacement of the printed circuit board assembly. No repairs were completed; the device was scrapped.